Event description:
During an endoscopic saphenous vein harvesting procedure, that the water leaked into the conical tip of two uniport plus devices. The vein was retrieved by converting to open leg procedure. No other patient complications were reported. This report is for the second device that had the water leaking into the conical tip and the procedure was completed by an open leg technique.